Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) battery seemed like it was depleting quicker. It was noted that his ins battery used to last two weeks and a day on full charge and now it only lasted for about three days. The patient was redirected to their healthcare professional (hcp) to run calculation to determine if the ins recharge interval was appropriate based on current programming. The patient mentioned that he¿s had two different manufacturer representative (rep)s adjust the ins to find the ¿sweet spot¿ for routine programming and the patient hadn't met with a rep ¿to reprogram to get it to work better¿ for about 3.5 to 4 years. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.